Manufacturer narrative:
H11. Manufacturer additional narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
Edwards received notification that a 69-year-old patient with a valve model 11500a27 implanted in the aortic position developed thrombosis after an implant duration of ten (10) days leading to moderate stenosis. Reportedly, the patient was already on anticoagulants at the time of thrombosis (warfarin/coumadin), and had no history of a clotting disorder and/or clots. The thrombosis was diagnosed with echo. As reported, the patient was treated with intravenous anticoagulants. The patient was noted as to be in ICU in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.